Event description:
Lap chole- "the clip applier would not close all the way."patient status: normal

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Correction - update lot# 1240859 upon product returned. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted the device was bent along the shaft. The clips were fired off one at a time and conformed to all specifications. Engineering actuated the device and all clips loaded and closed properly. The root cause of the clips not closing properly may have been caused by the clip loading technique. The dent on the shaft likely happened while removing the device from the tray packaging. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, applied medical is currently investigating packaging enhancements intended to further minimize the potential for this type of incident to occur. This document represents our final report.